Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported had low blood glucose. Customer's blood glucose was 40 mg/dl. Customer treated with glucose tablets. Customer declined to troubleshoot low blood glucose. Customer reported that she was hospitalized due to low blood glucose. Customer reported also about sensor reading and blood glucose reading discrepancy. Troubleshooting was done. No further information provided.